Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 320-42-00 - equinoxe reverse 42mm humeral liner +0: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Post-operative of a left rtsa, it was reported via clinical study that the patient experienced a standard total with preserve stem revision at another hospital with another surgeon. The outcome of this event is reported as resolved. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
D1: corrected. H6: corrected medical device and investigation clinical codes.